Manufacturer narrative:
Updated block: b5. During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported complaint. When the volume in the reservoir was reduced the level sensor appropriately alarmed. The alert and alarm level sensors operated as intended throughout the evaluation. Per the data log analysis, the complaint indicates the issue occurred on (B)(6) 2020, but the log review shows that the last activity was on (B)(6) 2020. On (B)(6) 2020, the level sensor did have two instances of the level alert proble go from coupled to uncoupled back to coupled in the same second. This will cause an alert tone and may not give an indication of what caused the alert tone (level not attached alert).

Event description:
Per clinical review: the team had an incident during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2020 with a low level alert audible alarm (decouple and recouple) without a message in the auxiliary tab or a visual indication on the central control monitor (ccm) of their heart lung machine (hlm). The team had enough volume in their reservoir and had no issues prior with the level sensing pads, gel or system. There was no delay in the continuation of the surgical procedure. There was no harm or blood associated with the event.

Manufacturer narrative:
The field service representative (fsr) observed that the level system logs showed the alert sensor decoupling which was causing quick alarms. He replaced the alert sensor, and also the alarm sensor, pn 195274, sn (B)(4), UDI (B)(4). The unit operated to the manufacturer¿s specifications. The suspect sensor and the alarm sensor were returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) was randomly alarming. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative and the data logs but was unable to be duplicated in the lab. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.